Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump speaker holes were obstructed by a belt case when the alarm occurred. The customer's blood glucose level was reportedly in the 100 mg/dl range. The alarm cleared after the customer removed the obstruction.